Manufacturer narrative:
The serial number of the e 601 analyzer is (B)(4).

Manufacturer narrative:
The field service engineer could not determine a cause. Calibration and controls showed no issues. Performance testing was run. All system checks were successful and the system is operational. For the calibration performed on (B)(6) 2019, calibration signals were as expected and there were no calibration alarms. For the calibration performed on (B)(6) 2019, calibration signals were as expected and there were no calibration alarms. Upon review of quality control data, controls recovered within range. There was no indication of an instrument or reagent performance issue. Upon review of the alarm trace, an abnormal probe aspiration alarm occurred in (B)(6) 2019. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received discrepant high results for three samples from the same patient tested with the elecsys hcg + beta test system on a cobas 6000 e 601 module. The measurements from these samples did not match the patient's clinical picture. The samples showed a trend of increasing hcg+beta values after the patient miscarried. The first sample from the patient resulted with an hcg+beta value of 51.6 miu/ml on (B)(6) 2019. The second sample from the patient resulted with an hcg+beta value of 62.8 miu/ml on (B)(6) 2019. The third sample from the patient resulted with an hcg+beta value of 64.4 miu/ml on 0(B)(6) 2019. No adverse events were alleged to have occurred with the patient. The hcg+beta reagent lot number was 361602, with an expiration date of 31-jan-2020.